Event description:
A consumer reported experiencing intense pain and being unable to see in her right eye upon awakening associated with wear of focus night and day contact lenses. She states she was diagnosed with a corneal ulcer. She sought care from optometrist, who prescribed zymar and referred to ophthalmology. Consumer reports she has had daily visits to ophthalmologist and has been prescribed several medications. She reports a previous history of corneal ulcer in her right eye associated with wear acuvue contact lenses five years ago. She uses optifree to clean and disinfect her lenses. Request has been made to retrieve product from consumer and to obtain information from ophthalmologist. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." As there was no product provided, no detailed investigation can be performed. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.